Event description:
The black rubber tip on the plunger is not connected to the plunger. They can be attached by screwing them together but should come screwed together. The device is normal saline i.v. Flush syringe 10ml. Made by (B)(4) the lot number is s13286, exp: june 2015. Additional info: frequency: prn/as needed, route: intravenous. Diagnosis or reason for use: to flush IV lines.